Manufacturer narrative:
H.6. Investigation summary : customer returned photos of 3/10cc, 12.7mm, 29g syringes with the poly bas from lot # 9337429. Customer states that the shield was hard to come off and when removed with force, hub was detached and remained in the shield. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel and one thumb press was broken. A review of the device history record was completed for batch # 9337429 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200863709] noted for out of spec shield pull. There were two (2) notifications [200864499, 200842714] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that when the shield was removed "with force" before use, the hub detached from the bd ultra-fine¿ insulin syringe. Additionally, a broken thumb press was noted while investigating the photos provided by the customer. The following information was provided by the initial reporter, translated from japanese to english: 'a shield was hard to come off. When removed with force, hub was detached and remained in the shield." "During investigation of the attached photos, an additional issue was noted (broken thumbpress)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the shield was removed "with force" before use, the hub detached from the bd ultra-fine¿ insulin syringe. Additionally, a broken thumb press was noted while investigating the photos provided by the customer. The following information was provided by the initial reporter, translated from (B)(6) to english: 'a shield was hard to come off. When removed with force, hub was detached and remained in the shield." "During investigation of the attached photos, an additional issue was noted (broken thumbpress)."